Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/27/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received one open sample that pertain to the product code sxpp1a401. During the visual assessment of the needle suture, it was noted that the swage and attachment area was as expected. Marks on the body needle that appears to be caused by a surgical instrument could be observed. The suture was examined, body fluids at some barbs were found and the sides of the fixation tab were broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #:(B)(4). Component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if the patient suffered from any signs or consequences due to the issue? Unk. Please provide more information. What do you mean by " is the suture size correct ? ¿ did the suture size seems incorrect? Please provide more information since the surgeon felt that the product was thinner than usual, he wants us to investigate if the suture size is also correct. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. I certify that all information that are known/available has been disclosed. If an a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name: irgacare® active ingredient(s): triclosan dosage form: suture/solid/parenteral strength = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure procedure on an unknown date and barbed suture was used. During the procedure, the fixation tab came off the suture at the first stitch. The surgeon said ¿it feels like the product is thinner than usual. Is the suture size correct ?¿. The suture method was continuous suture. No adverse patient consequences were reported. Additional information was requested.